Manufacturer narrative:
The customer utilized venous blood sample on (B)(6) 2013 while testing on the inratio meter. The inratio system is designed to use fresh capillary whole blood. Using a non-validated sample may lead to incorrect interpretation of system results. The data provided by the customer ar not valid for comparison testing. For this reason, no further analysis of the client's date was performed. Data analysis could not be performed for the laboratory reference value on (B)(6) 2013 because valid inratio inr results were not available for accuracy comparison testing. In-house therapeutic donor testing was performed on reported lot #305276 on august 21, 2013. Results as follows: donor: (B)(4), inratio: 2.0, 2.0, 1.8, reference: 1.65, bias threshold: 1.15 - 2.15, %cv: 5.97. Donor: (B)(4), inratio: 2.5, 2.5, 2.6, reference: 2.50, bias threshold: 1.50 - 3.50, %cv: 2.28. Retention products performed as expected. All replicates were within the acceptable bias for accuracy and yielded a %cv of less than 16%, passing the precision criteria. No further investigation was required. Conclusion: customer used venous samples for testing on the inratio test strips. The product is only approved for use on freshly collected capillary samples. Other sample types have not been validated for use and are considered off-label. Conclusion: no product was expected to be returned so retain products were used for investigation testing. Retain strip testing results met both accuracy and precision criteria. As reviewed on 08/23/2013, (B)(4) discrepant result complaints were reported for lot# 305276 yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2013, patient inratio: 1.8, dr. Inratio: 3.4, lab: 2.4. Therapeutic range: 2.0-2.5. Blood for both tests was taken from venous draw and applied to both meters simultaneously.